Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy. X-ray showed the lead had dislodged. The lead was explanted and replaced.